Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to the keypad traces. No button error alarms were noted. The pump was received with minor scratches on lcd window, battery tube threads, and corroded battery tube. (B)(4).

Event description:
The customer reported via phone call of a button error on his insulin pump. The customer's blood glucose level was 178 mg/dl. The customer uses u500 insulin and wanted to know if there was a pump that is approved for that insulin use. The customer was advised that the u100 insulin was approved for the minimed pumps. The customer could not recall any significant event leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.